Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this patient suffered from twiddler's syndrome. As a result a revision procedure was performed, and this right ventricular (rv) lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient suffered from twiddler's syndrome. As a result a revision procedure was performed, and this right ventricular (rv) lead was removed and replaced. No additional adverse patient effects were reported.